Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator (ICD) in backup operation due to magnetic resonance imaging (MRI) scan that was performed without the proper programmed settings. High voltage therapy was disabled in backup. The device was successfully restored via programming. The patient was stable.